Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) could not confirm the reported problem. However, as per our records, the system is identified to be part of the unit affected list of fco7220049. Upon further troubleshooting, the fse determined that the issue could be with charging. The fse charged and reconnected the pedal, which resolved the problem. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction(z-0476-2022). The codes were updated based on the investigation outcome. Evaluation method code, evaluation results code and conclusion code were corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless foot switch was not functioning. The device was not in clinical use. There was no harm reported. A philips field service engineer (fse) visited the site and confirmed the wireless foot switch was faulty. The fse replaced the wireless foot switch, and the device was returned to expected functionality.